Event description:
A pt reported experiencing inaccurate high results using a lifescan meter. The pt's blood glucose results were 328mg/dl, 287mg/dl, 397mg/dl, 245mg/dl. Tests were done within <10 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.